Event description:
The physician was attempting to use one exerflex stent to treat a lesion located in the sfa. The device was removed from its packaging, prepped per the IFU and inspected with no issues noted. The lesion was pre-dilated. It was reported that when the physician successfully positioned the device, the red barrier was removed but when they began turning the dial to deploy it clicked 3 times, however the stent would not deploy. When they tried to bring it back over the wire, the two were stuck together. In the end, everything was removed. The physician then regained access and finished the procedure using a dcb. Later the stent would not deploy when tested. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds) was received for evaluation. The everflex entrust sds was received locked up on the 0.018¿ guidewire, approximately 30mm of the 120mm stent was deployed, and the red safety locking tab/tube was received removed from the handle of the sds. Backlighting was used to confirm the location of the proximal end of the stent and distal end of the pushrod/inner guidewire lumen. The proximal end of the 120mm stent was in contact with the distal end of the pushrod/inner guidewire lumen. The handle was examined: the inner guidewire lumen exhibited accordion folding within the safety tab cavity of the handle. The printed strain relief was removed from the distal tip of the handle. The handle was split open along its separation line. The pull cable was properly routed and still attached to the thumb wheel. The inner guidewire lumen accordion fold appears to be a tight ¿z-kink¿. The proximal end of the ¿z-kink¿ was cut. The proximal segment of the guidewire was able to be removed from guidewire lumen. The distal segment of the guidewire could not be removed from the guidewire lumen. The distal end of the ¿z-kink¿ was cut just distal of the last sign of accordion folding of the inner guide wire lumen. The distal segment of the guidewire was able to be removed from the catheter. The distal segment is approximately 154.7cm in length and has a double kink approximately 124.7cm and 128.2cm from its distal tip. The guidewire segment within the tight ¿z-kink¿ could not be removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.